Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: implant "leaked all out" (deflation). Clarification to partial date of implant: "(B)(6) 2007" was provided.

Event description:
Patient reported "deflation". This record is for an unknown side. The device remains implanted.